Event description:
Customer emailed explaining that the chose to seek assistance from a medical provider to help remove their menstrual cup. Saalt replied requesting some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. Customer responded and indicated the cup had been inserted for 19 hours total. They stated they could reach the base of their cup, but struggled to pinch and break the seal. The customer used the instructions, saalt website and other (B)(6) searches to help with removal. The customer did not have photos of the cup because it was thrown away after the doctor removed it. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.